Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit is showing electrical test failure #52 and maintenance required code 1. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; d1, d4, d10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the unit showing electrical test fails #52 and maintenance required code #1. The fse then opened the front panel and observed the unit. The fse then refitted all connectors of the circuit board and sw board. The fse then observed the unit up to 30 minutes on running mode and found no error coming on the screen. The fse then checked the unit and properly calibrated it, and it was then handed over to the customer in good working condition. The fse also suggested the user to avoid moisture for better performance of the unit.

Event description:
N/a.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit is showing electrical test failure #52 and maintenance required code 1. Another unit was used to provided treatment. There was no patient involvement.